Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that one tab had broken off at the mount. Based on this information and other more recent complaints reporting similar events, the root cause for the breakage is determined to be multi-factorial.

Event description:
It was reported that the mount tab of the dual cut sagittal blade broke off during a surgical procedure. It was further reported that the procedure was completed using a second blade. No adverse consequences were reported.